Event description:
Went to dentist for routine cleaning. In 1992 rptr told dentist of rptr's latex allergy and provided him with non-latex gloves. Left office, live 3 blocks from home - developed itching, burning lips, swelling of eyes, face, dyspnea, wheezing, nausea, laryngeal edema - took 25 mg benadryl, 40 mg prednisone. Rptr thought rptr was going to die from anaphylactic shock, gave self epi-pen - started to breathe easier. Hives persisted - continued benadryl, tagamet, prednisone protocol - developed sinusitis, asthma worse, bronchitis. After a few days rptr called hygienist to ask her to retrace steps. She used plain h2o to wash her hands, set tray up with latex gloves, had dangling jewelry on. Requested rptr's chart and possible latex allergy "was documented".